Event description:
Boston scientific received information that this pacemaker tripped the leads safety switch due to out of range impedances. Associated with this clinical observation was evidence of oversensed noise on the right ventricular (rv) lead causing pacing inhibition of more than 4 seconds for a pacemaker dependent patient. No adverse patient effects were reported. The device was explanted and the lead was surgically abandoned. The explanted device will not be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.